Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
It was reported that an "af02 that broke during a case". Right after turning the flap, it was noticed that the footed portion appeared different. An x-ray was taken and no artifacts were identified in the patient. On follow-up, it was noted that no artifacts were evident on the x-ray and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.